Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an error message appeared indicating that suction had exceeded the limit, resulting in an incomplete flap creation in the patient¿s left eye. The treatment was aborted during lasik surgery. The issue occurred during laser treatment and the procedure completed the same day.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The treatment of the patient¿s left eye was aborted by device after bed cut. Treatment was ninety-four percentage complete. The vacuum pumps were shut off. The user restarted the treatment on the same day and finished the treatment without any problems. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. As per initial report, company representative concluded that due to the patient's excessive conjunctiva, it created pseudo suction and there was likely a suction break. Treatment report shows possible liquid built up. If the patient's conjunctiva is loose, for example, it may block the suction port on the suction ring. The laser then thinks that the suction is active, but only the port is clogged, and the suction ring is not firmly fixed on the eye. The doctor should check whether the suction is present the patient then moves while he is being treated, mis-cuts can occur. This means that if there is a pseudo-vacuum, the doctor must not continue cutting and must stop and dock again. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined as patient condition related (excessive conjunctiva) and user handling ( assuring a stable suction, and avoiding pseudo suction). The manufacturer internal reference number is: (B)(4).